Event description:
Patient IV was being prepared to inject CT contrast material. IV was clamped, closest port on IV was used, injecting into a bard powerport. When injecting IV tubing split. IV was changed and happened a second time. Flow rate was between 2.5 ml and 3 ml per second.